Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd undisclosed 5ml syringe possibly deformed and leaked past the stopper. The following information was provided by the initial reporter: this time I have a syringe where the plastic may not be 100% round and the liquid just leaks down the pestle.

Manufacturer narrative:
Investigation results: one sample and two photos of a 5ml luer-lok syringe were received by our quality team and evaluated. Both photos each show one loose syringe in a bag from different angles. The reported defect cannot be confirmed from the photos received. The one sample was received loose and found to have damage to the barrel. When tested for leakage, a leak past the stopper in the area of the damage in the barrel was found. The conditions observed is non-conforming per product specification. A device history record could not be evaluated as the lot number is unknown. A potential root cause for the barrel damaged and leakage past stopper defects is associated with the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.